Manufacturer narrative:
The returned valve was returned at pl=1.0. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. The instructions for use (IFU) that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. The IFU also indicate that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure¿. The valve met the requirements for patency, reflux, pressure-flow, and pre-implantation. However, the valve did not meet the requirements for leak testing due to a tear in the top of the reservoir. It is unknown how or when this damage occurred. The IFU that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components¿. The IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ all valves are 100% tested at the time of manufacture. Approximately 122 cm of the peritoneal catheter was returned. The catheter met the requirements for patency and leak testing. Therefore the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use indicate that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure". The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2009. According to the report, the valve was spontaneously changing pressure level settings. It was also reported the peritoneal catheter was partially blocked. The report stated that the peritoneal catheter and valve were explanted on (B)(6) 2016 and replaced with another manufacturer's device. Reportedly, there was no injury to the patient and the patient was discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.